Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s luer connector snapped during use, leaving the connector attached to the pump and the cartridge¿s orange gasket lodged in the pump chamber; the user removed the broken connector and gasket with pliers, then reloaded a new cartridge and tubing, and was informed the pump housing is watertight. Symptoms included hyperglycemia with a reported blood glucose of 381 mg/dl, which the user treated with a manual insulin injection. Outcomes included transient hyperglycemia without hospitalization. Investigation included troubleshooting and user education conducted by customer support. Investigation of this case revealed that the user successfully cleared the obstruction, removed the residual gasket, and restored normal setup without device alarms. It was concluded that the event involved a broken connector component with no ongoing device malfunction after user remediation and no patient injury beyond transient hyperglycemia.